Manufacturer narrative:
Investigation of this event is currently in progress. A follow-up report will be submitted when additional information becomes available. UDI related data clarification - the exact lot number is currently unknown, therefore, the applicable production identifiers were not included in the MDR.

Event description:
The distributor reported that during a patient procedure, their roth net retriever did not open properly. User facility personnel utilized raptor forceps to remove the polyp resulting in a procedure delay. The patient procedure was completed successfully, no report of injury.

Manufacturer narrative:
Four roth net devices were returned to steris for evaluation. The devices had significant bends/curves at the distal ends and the nets were covered in biomaterial with disfigured loops. The bends/curves in the devices are indicative of the user attempting to pass or open the device in an extremely articulated endoscope or the user actuating the device in an extremely coiled position. When steris quality personnel tried to deploy the device in the state in which the device was returned, the device would not deploy. Once the curves were straightened out and the biomaterial broke up the devices deployed as designed without issue. The bends found in the device likely contributed to the loop disfigurement. Based on the review of the returned devices it was determined that handling by user facility personnel was the likely cause of the reported issue. The instructions for use states the following ,"prior to use: inspect and familiarize yourself with the device and review the diagrams. If there is evidence of damage to the device (i.e. Cracked/kinked catheter, deformed net), do not use this product and contact your local steris endoscopy representative. Remove the device from the package. Uncoil the entire device and drape in a "u" shaped configuration. Hold the proximal end of the catheter in one hand and the distal end in the opposite hand. Retract and deploy the handle several times and observe that the device functions properly. Retract the handle until the net is completely withdrawn into its sheath. Once the object has been endoscopically identified, advance the retracted device into the accessory channel of the endoscope using short strokes (1" - 1.5" in length) until the distal end of the sheath is endoscopically visualized. Advance the distal end of the sheath slightly past the object, bolus, or polyp to be retrieved. Avoid blindly passing the device past any object, bolus, or polyp if the entire lumen is blocked. The following conditions may cause the device to function improperly: advancing the handle to the open position with too much speed or force. Attempting to pass or open the device in an extremely articulated endoscope. Actuating the device in an extremely coiled position. Actuating the device when the handle is at an acute angle in relation to the sheath." The device history record was reviewed and confirmed the subject lots were manufactured to specifications; no abnormalities were noted. A complaint review confirmed this to be an isolated event for the subject lots. Steris offered in-service training on the proper use and operation for the roth net device; however, the user facility declined. The user facility provided three lot numbers that were associated with the complaint (7476905, 8154092 & 7963957). No additional issues have been reported.